Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer rewound the insulin pump and received an error alarm. The customer stated that she had a magnetic resonance imaging. Advised the customer to revert to back up plan. No further info was provided.